Event description:
It was reported that the pt had "loss of effect from her pump for over a year." The pt had a side access test done, that showed no flow. The pump was filled with morphine 50mg/ml, bupivacaine and clonidine, but the pt was receiving almost 12mg a day of morphine, 4mg a day of bupivacain, and 63mcg of clonidine a day. There were no reported withdrawal symptoms in the immediate period of time. In the operating room, the catheter showed no flow. After being disconnected from the pump, the catheter was replaced with good csf flow. The catheter had black tinted material at the tip of it and appeared to be occluded. The pump was rinsed of all the 50mg/ml concentration morphine with preservative-free saline twice and then filled with just morphine, single dose, single drop morphine 10mg/ml. This was followed by a 0.3ml of priming bolus. When the pump was reattached to the new catheter there was "some good flow." The pump dose was then reduced to 0.48mg/day. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).